Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was showing high, out of range impedance measurements. This was observed via latitude (remote monitoring system). An automatic safety switch from bipolar to unipolar occurred due the abnormal measurements. The patient was seen in clinic the same day of occurrence, and the high impedance measurements were confirmed. It was suspected that a ring conductor fracture occurred. Therefore, the patient was scheduled for a lead revision procedure, which was performed a few days later. The decision was made to replace both the ra lead, and the right ventricular (rv) lead due to angulation of both leads seen on x-ray. Additionally, sharp bends in the suture sleeves were observed. New leads were successfully implanted. No additional adverse patient effects were reported. Both leads are expected to be returned for analysis.

Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 10 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of the high impedances were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was showing high, out of range impedance measurements. This was observed via latitude (remote monitoring system). An automatic safety switch from bipolar to unipolar occurred due the abnormal measurements. The patient was seen in clinic the same day of occurrence, and the high impedance measurements were confirmed. It was suspected that a ring conductor fracture occurred. Therefore, the patient was scheduled for a lead revision procedure, which was performed a few days later. The decision was made to replace both the ra lead, and the right ventricular (rv) lead due to angulation of both leads seen on x-ray. Additionally, sharp bends in the suture sleeves were observed. New leads were successfully implanted. No additional adverse patient effects were reported. Both leads are expected to be returned for analysis.